Event description:
It was reported that the user experienced an insulin delivery occlusion on the ilet and acknowledged an alert, then selected resume delivery, after which the alert cleared and blood glucose trended down; subsequent follow-up captured lot number 6013574 and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the event was characterized as lack of effect and associated with insulin occlusion; the device component could not be further specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.